Event description:
As reported, the patient underwent an umbilical hernia repair and implanted with a ventralight st mesh in (B)(6) 2016. As reported, approximately six years post-implant in (B)(6) 2022, the patient was seen by the surgeon with complaints of abdominal pain. The patient underwent 2 CT scans, and both confirmed the patient does not have a hernia recurrence. Patient would like the surgeon to remove the mesh; however, the surgeon does not feel it is necessary at this time and would like to seek other alternatives for the patient's condition.

Manufacturer narrative:
Based on the information available, no conclusions can be made. Pain is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reactions section of the instructions-for-use, supplied with the device. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event ((B)(6) 2022) and date of implant ((B)(6) 2016) provided as an estimate based on the information provided. Device not returned - remains implanted.